Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the programs were erased during cardiac ablation. The patient had turned the device off during the procedures,but the programs were still erased. It was indicated that the patient had to go to the office to have their programs put back on their device and that they no longer had to have those procedures since they had a pacemaker. The patient was then walked through how to turn their device off for their nerve ablation that they were having done on the day of report. It was indicated that the issue was resolved at the time of report. No further complications were reported or were expected.